Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A connection problem was reported relative to the subject device. Reportedly, contact was not properly established between the lead and pacemaker.

Event description:
A connection problem was reported relative to the subject device. Reportedly, contact was not properly established between the lead and pacemaker.

Manufacturer narrative:
The UDI was not included in the previous e-MDR's. The UDI is: (B)(4).

Event description:
A connection problem was reported relative to the subject device. Reportedly, contact was not properly established between the lead and pacemaker.